Event description:
A sales representative reported on behalf of a customer that the plpul2020, 20/ca ultra nonstick 10ft device was being used during pre-operative testing on an unknown date and ¿when surgeon inserting diathermy tip into the plume pen the internal plastic is cracking and breaking. The tip is being changed prior to the procedure starting, on the sterile trolley. The cracking and breaking is being identified prior to contact with patients. The surgical team stated no risk of fragments entering the surgical site.¿. A new pencil was opened to complete procedure. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 52 reports, regarding 87 devices, for this device family and failure mode. During this same time frame 4,274,155 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if it is necessary to remove the blade, 6a. Unplug the pencil 6b. Ensure that cam is in the lock position 6c. Use a surgical clamp and pull blade forward 6d. Replace with blade of choice 6e. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. Caution: we do not recommend re-using the original blade after it has been removed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, 20/ca ultra nonstick 10ft device was being used during pre-operative testing on an unknown date and ¿when surgeon inserting diathermy tip into the plume pen the internal plastic is cracking and breaking. The tip is being changed prior to the procedure starting, on the sterile trolley. The cracking and breaking is being identified prior to contact with patients. The surgical team stated no risk of fragments entering the surgical site.¿. A new pencil was opened to complete procedure. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.